Manufacturer narrative:
An anonymous caller stated ect ruined his/her life and was going to sue the company. When asked to provide contact information so the company could start an investigation, the caller hung up. The person has slurred speech as if drunk. Because of the lack of identifying information and specifics, somatics is unable to follow up with any involved parties to learn more about what may have happened and to confirm whether the complainant was even treated with its thymatron device. Moreover, the medical literature provides no evidence of the connection drawn by the complainant between ect treatment and the symptoms reported. Although the company has determined that the subject event in this MDR is likely not reportable, because somatics is unable follow-up with the complainant or otherwise affirmatively determine whether the device caused or contributed to the event, and/or whether the ect device in question was even the one manufactured by somatics, the company is submitting this report to FDA in an abundance of caution and to ensure full compliance with 21 cfr part 803.

Event description:
Anonymous caller stated ect had ruined his/her life and would sue the company. The person had slurred speech as if drunk. When asked to send complete contact information the person hung up.